Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-(B)(4).

Manufacturer narrative:
The subject device has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
It was reported that while attempting to implant a 23mm 8300ab the valve snared down in place and the inflation device was attached. Upon inflation, the balloon ruptured at approximately 1 atm. The valve ((B)(4)) and delivery system ((B)(4)) were removed and replaced with a new 23mm 8300ab. The second 23mm 8300ab valve was seated and inflated to 4 and 1/2 atm for 10 seconds successfully. The balloon was deflated and the delivery system was withdrawn. Inspection revealed a well seated valve. The valve was then secured with corknot. Echo showed no paravalvular leak and no aortic insufficiency. The patient was taken to the ICU in stable condition. Per product evaluation ((B)(4)), the balloon of the delivery system had a radial tear around almost the entire diameter of the balloon. Edges of ruptured balloon did not appear to fully match up. The balloon cover was not returned.